Event description:
The pt services rep (psr) of a male pt reported that, when she visited the pt to replace the electrode belt, she could not get the monitor to baseline. Support had the psr replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. There was corrosion in the expansion port of the monitor. There were corroded connections on the auxiliary board. The connector was contaminated causing shorting between the pins. This made the unit not baseline properly. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor. The pt received a replacement monitor.